Event description:
The system would not boot up when the customer tried to use the system. There were also concerns that the system was not saving images and the fluoro light was intermittent.

Manufacturer narrative:
System hard disk drive has failed, so field service engineer was unable to review log files. Hard disk drive was replaced and system was functioning as intended.